Event description:
It was reported that the patient had a "fusion of the thoracic-2 and sacral-1" performed on (B)(6) 2012. It was noted that during the surgery, the physician "cut the lead by the implantable neurostimulator (ins)." It was further noted that the "reason the lead was cut was because the fusion was being performed." It was unknown if the ins was working as intended. It was noted that the ins was removed and the cut lead was left in place. The patient outcome was not provided. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 39565-30, serial# (B)(4), implanted: (B)(6) 2009, product type lead; product ID 37743, serial# (B)(4), product type programmer, patient; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2009, product type extension; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2009, product type extension. (B)(4).

Event description:
Additional information received from the hcp reported that the ins was not working properly prior to the cut lead, however it was also reported that no abnormalities with the therapy were noted. It was reported that all components had been explanted, and the patient outcome was chronic pain.